Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypotension, pericardial effusion, and cardiac tamponade. The cardiac resynchronization therapy defibrillator (crt-d) placement complicated with coronary sinus perforation. The patient was hospitalized, medication administered, and a pericardiocentesis was performed. The crt-d system remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypotension, pericardial effusion, and cardiac tamponade. During implant of the left ventricular (lv) lead, the lead was successfully positioned into an acceptable venous branch (only viable one available) but dislodged twice from the branch. During a final attempt at sub-selecting the target vein with a sub-selector catheter, cardiac tamponade was diagnosed. It was also reported that a coronary sinus dissection and perforation had occurred. Medication was administered, and a pericardiocentesis was performed. The lv lead was not implanted, and lv port was capped. The patient was hospitalized for approximately one week, and was recovering well. The ra lead, rv lead and cardiac resynchronization therapy device remain in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypotension, pericardial effusion, and cardiac tamponade. The cardiac resynchronization therapy defibrillator (crt-d) system placement was complicated with coronary sinus (cs) perforation during cs catheter manipulation. During implant of the left ventricular (lv) lead, the lead was successfully positioned into an acceptable venous branch (only viable one available) but dislodged twice from the branch. During the final attempt at sub-selecting the target vein with a sub-selector catheter, cardiac tamponade was diagnosed. It was also reported that a coronary sinus dissection and perforation had occurred. Medication was administered with norepinephrine IV initiated, and a pericardiocentesis was performed. The lv lead was not implanted, and lv port was capped. The patient was hospitalized for approximately one week, and was recovering well. The ra lead, rv lead and cardiac resynchronization therapy device remain in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypotension, pericardial effusion, and cardiac tamponade. The cardiac resynchronization therapy defibrillator (crt-d) system placement was complicated with coronary sinus (cs) perforation during cs catheter manipulation. During implant of the left ventricular (lv) lead, the lead was successfully positioned into an acceptable venous branch (only viable one available) but dislodged twice from the branch. During the final attempt at sub-selecting the target vein with a sub-selector catheter, cardiac tamponade was diagnosed. It was also reported that a coronary sinus dissection and perforation had occurred. Medication was administered with norepinephrine IV initiated, and a pericardiocentesis was performed. The lv lead was not implanted, and lv port was capped. The patient was hospitalized for approximately one week, and was recovering well. Subsequently the cardiac tamponade resolved. The ra lead, rv lead and cardiac resynchronization therapy device remained in use. Approximately one month later, the patient presented to the emergency room with decreased loss of consciousness, weakness and fever. The patient had diarrhea, decreased. Appetite, was hypoglycemic and hypotensive. The patient was cardioverted for ventricular tachycardia (vt), later intubated and on mechanical ventilation. Dialysis was initiated. Acidosis and hyperkalemia were corrected. The patient later deteriorated and expired. The primary cause of death was indicated as cardiopulmonary failure secondary to pnuemosepsis. The patient is a participant in a clinical study.